Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving dilaudid, 20.0 mg/ml concentration at 6.191 dose mg/day dose via intrathecal drug delivery pump for non-malignant pain. It was reported that patient's pump stopped working. Patient said when he had it checked last (B)(6) and the healthcare professional (hcp) told him he had 3 or 4 months left and they discussed around (B)(6). Then 2 weeks later boom! He went in, they restarted it but that only lasted 2 hours. Patient said it took another 10 days before they could do surgery to replace it and he went through 10 days of withdrawal, then a couple of days after surgery, it was red and hot and swollen. He had scar tissue from surgery and it got infected. Patient got strong antibiotics and then got redman, his skin turned red, itchy like crazy, it was a bad allergic reaction. Patient said then, they had to start his dosage all over and gradually adjust the pump up to become more effective. No further complications were reported.